Event description:
Reporting status: malfunction. Reporting rational: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was the proximal to mid right coronary artery (rca) which had moderate tortuosity, mild calcification, and 90% stenosis. It was an acute myocardial infarction (ami) case. The voyager ruptured during the first inflation at 12 atm. There were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
Results & conclusion summation - product performance engineering reviewed the incident information. Factors that may contribute to balloon damage may include, but not limited to, manufacturing, materials, patient anatomy, patient disease state, associative device interaction, lesion tortuosity, over inflation, or insufficient preparation prior to use. The patient anatomy may have contributed to the reported difficulties. A review of the manufacturing records revealed there were no units rejected at final inspection for leaks originating at the balloon/seal area. However, without the device to examine, a thorough analysis could not be performed and no determination can be made as to the root cause of the reported.